Event description:
Per the clinic, an explant and reimplantation was planned due to the patient experiencing poor performance and noted open electrodes with the device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.